Event description:
The physician intended to implant a 2.25 mm diameter x 14 mm length driver sprint rapid exchange (rx) coronary stent to treat a lesion in a patient. The target lesion exhibited 70% stenosis. The driver sprint device had been inspected prior to use with no abnormalities noted. Resistance was encountered advancing the device to the target lesion and force was used in an effort to advance the device. The device could not cross the intended lesion site and stent struts were reported to have become damaged in the delivery attempt. It was reported that an extensive dissection developed proximal to the target lesion which was treated with stent implantation. No other clinical sequelae were reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. A number of struts on the 2nd distal stent segment were deformed. A number of struts on the 1st distal segment were raised and stretched distally over the distal inner shaft marker. Please note that this device (driver sprint rx) is distributed outside the united states; however, it is similar to the united states distributed product (driver rx).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (dissection), patient's condition affected effectiveness of device (target lesion exhibited 70% stenosis), failure to follow instructions (use of force to advance the device). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (target lesion exhibited 70% stenosis), user error contributed to event (use of force to advance the device). (B)(4).